Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included adenomyosis and nabothian cyst. Concomitant products included ferrous sulfate (slow iron) since 2011, progesterone since 2011 and vitamin d nos (vitamin d) since 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings") and libido decreased ("hormonal changes describe: low libido"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced coeliac disease ("autoimmune disorder type of disorder: celiac disease"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and arthralgia ("hip pain/ joint pain"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and arthralgia had resolved and the mood swings, libido decreased, coeliac disease, tooth disorder, dyspareunia, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, coeliac disease, dysmenorrhoea, dyspareunia, fatigue, libido decreased, mood swings, pelvic pain and tooth disorder to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2011(discrepancy noted as per pfs) . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter and medical history added from mr based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". Concomitant products included ferrous sulfate (slow iron) since 2011, progesterone since 2011 and vitamin d nos (vitamin d) since 2011. On (B)(6) 2010, the patient had essure inserted. In september 2011, the patient experienced mood swings ("hormonal changes describe: mood swings") and libido decreased ("hormonal changes describe: low libido"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced coeliac disease ("autoimmune disorder type of disorder: celiac disease"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and arthralgia ("hip pain/ joint pain"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and arthralgia had resolved and the mood swings, libido decreased, coeliac disease, tooth disorder, dyspareunia, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, coeliac disease, dysmenorrhoea, dyspareunia, fatigue, libido decreased, mood swings, pelvic pain and tooth disorder to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2011(discrepancy noted as per pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- event ¿ injury¿ replaced with new events hormonal changes describe: mood swings, low libido, autoimmune disorder type of disorder: celiac disease,dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, pelvic pain, abdominal pain, hip pain, joints pain, plaintiff did not undergo confirmation test. Product indication was updated. Reporters information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.